Manufacturer narrative:
H3: product analysis stated that the device was placed in a resealable bag and returned in a large plastic sleeve. Upon return, it was observed that the harness as well as inflation tube were cut off. The traces of contamination were observed on the cuff, distal end of the tube, silver trace, and trace pad. There was also a piece of sticky tape observed at the proximal end of the tube near the clamp shell. There were traces of voids observed in all 4 electrode trace pads. Functional testing could not be performed due to damaged condition of the device upon return. Emg endotracheal tube testing was not possible due to damage upon return and therefore, the complaint could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery the emg tube was connected to the device, after intubation, the self-test failed during surgery; no signal was detected, and adjusting the intubation position did not improve the condition, there was still no signal, necessitating a replacement emg tube. There was no physical damage observed on the packaging. The procedure was completed with another new emg tube. There was no patient injury.

Manufacturer narrative:
H6: code d1102 has been updated. The previously updated code d16 was no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.